Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the uterine artery was injured which resulted in uncontrolled bleeding. The case was reportedly converted to open surgery. It was noted that the surgeon had difficulty obtaining a good visual field since the uterus was very large. On 22-apr-2020 and 24-apr-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video; however, the video is not available for isi to review. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The surgeon explained that with the robot, they could not move the camera or instruments without colliding with the uterus which was reportedly large and 17cm. Due to the large size of the uterus, an assistant had to retract the uterus with a laparoscopic grasper (a 3rd-party manufacturer product) to improve exposure of the surgical field. At one point, the assistant lost control and the uterus fell onto the instruments and the endoscope. The instruments could not be moved until the assistant repositioned the uterus. By that time, the uterine artery was already bleeding. The surgeon made the decision to convert to open surgery due to the large size of the uterus and to repair the vessel. The estimated blood loss from the injury to the uterine artery was less than 200 ml. No blood transfusions were administered. The case was completed via open surgery and no post-operative complications have been reported. At this time, the patient¿s current status is ¿cancer-free.¿

Manufacturer narrative:
Based on the current information provided, the injury to the uterine artery can be possibly attributed to surgical technique/error in combination with the patient's anatomy (i.e. Large uterus size). During the procedure, an assistant lost control of the uterus while he/she was retracting the uterus with a laparoscopic grasper instrument. The uterus fell on instruments which could not be moved for a few minutes. After the assistant repositioned the uterus, the uterine artery was already bleeding. The case was converted to open surgery due to the large size of the uterus and to repair the vessel. The surgeon/site does not believe the da vinci surgical system caused or contribute to the intra-operative complication. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The surgeon used a monopolar curved scissors (mcs) instrument (part #470179-19; lot #n11181205-0249) and fenestrated bipolar forceps instrument (part #470205-17; lot #t10181116-0043). Both instruments were used in subsequent surgical procedures until all allotted uses were expended. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the uterine artery was injured when the uterus fell onto the da vinci instrumentation from an unspecified assistant controlled tool, which resulted in uncontrolled bleeding. The case was converted to open surgery to repair the vessel and due to the large size of the uterus. The injury to the uterine artery can be possibly attributed to surgical technique/error as the surgeon/site does not believe the da vinci surgical system caused or contribute to the intra-operative complication.